Event description:
The customer states that one pt sample generated a cell-dyn 1800 analyzer hemoglobin assay result of 8.5 g/dl. The customer stated that although controls were within specifications, they had to run them several times to get them into range. The pt's physician questioned the result, but was not overly concerned because this pt generally runs a low hemoglobin. The physician sent the pt to the hosp to be admitted. The hosp drew their own sample from this pt and generated a hemoglobin result of 10.5 g/dl. The customer then sent the original sample to a reference lab where a result of 10.3 g/dl was generated. The customer did not retest the sample on the cell-dyn 1800 analyzer. The pt was released from the hosp and there is no impact to pt mgmt reported. The customer requested a service call.

Manufacturer narrative:
The field service rep (fsr) performed a visual examination and checked the hemoglobin voltage. The fsr then adjusted the hemoglobin voltage upwards, removed the sample syringe to clear a slug of air, reinstalled the syring and finally ordered a replacement for the damaged sample probe assembly. Two subsequent field service visits were completed for the replacement of the sample probe assembly with a multipoint inspection and verification of the instrument by running controls. This issue is addressed in the cell-dyn 1800 system operator's manual, ln: 07h80-01, rev c, section 3: principles of operation; parameter flagging messages: dispersional data alerts (p. 3-25); section 10: troubleshooting and diagnostics: index of error messages and conditions; data problems; consistently low values (short sample) (10-32); inaccurate hgb readings (10-36); and, spuriously low hgb, mch or mchc (10-41). The investigation demonstrated that the cell-dyn 1800 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.